Event description:
Dx with ms in 1997, I started avonex (ms therapy drug) with success and no relapse for the next 5 years until my daughter was born. In (B)(6) 2003, I had essure placed with success at the time. A couple months later I had severe pain in which the doctor took a sonogram, reporting I had my left ovary full of benign cysts, not to worry, sent me on my way with a script for pain pills. I learned to stay home when bleeding severely and cramping as it would pass for the most part after period. I may mention no test for nickel, no serial numbers given and I was not told of the inflammatory properties, only that scar tissue would block the tubes. And this did. The year that followed brought many symptoms I attributed to ms, and needed the use of a cane. Five years after essure, I stopped driving. Eight years later I needed wheelchair 24/7 and 10 later I can no longer stand. I have severe bloating and weight gain, which being wheelchair bound is an issue. I am currently receiving treatment for (B)(6) tests and will pursue further treatment for pain. All the other side effects people have complained of, I also have..but pale in comparison to what I deal with physically trying to get around. I am disappointed and angry the original doctor never shared the important info regarding the specific materials used and possible reactions. Had I been give more info, I would have possibly made other choices and definitely consulted my neurologist, as he knew nothing of this. In the thought the avonex had failed me at this point, we switched to rebif for several years with no success. Two years ago, we are trying tecfidera (an oral drug) in the hope this will help. I had over the years tried IV steroids to no avail and even an im shot 5x in a week of ampera, with no success. The neurologist concurs that the use of anti inflammatory in my body had no effect possibly because of an inflammatory device in my body. I was #12 in my area to have this done and just in the past year have been made aware of the correlation to auto immune disease and essure. I am further disappointed to speak to a doctor in my area that denied the use of pet fibers in essure, altogether. He has placed the device in women and doesn't even know... A problem I think I was victim to. I urge the FDA to make it known. My story is still being told at this point. (B)(6).